Manufacturer narrative:
Correction: medical device manufacturer: becton dickinson hungary kft (bd). Medical device catalog #: 47439230. Medical device lot #: 7114347. Medical device expiration date: 3/31/2022. Device manufacture date: 4/24/2017. Manufacturing location: becton dickinson hungary kft (bd). Investigation summary: neither sample nor photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Event description:
It was reported that the plunger on a bd ultrasafe¿ plus x100l fell off when the patient tried to give herself an injection. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd ultrasafe¿ plus x100l fell off when the patient tried to give herself an injection. There was no report of exposure, serious injury, or medical intervention.